Manufacturer narrative:
Return requested. Replacement 8-pack battery kit shipped to site. No parts have been received by manufacturer for analysis. Return requested. Replacement motor battery charger shipped to site. Returned suspect device, returned to manufacturer on 03/07/2016 and is currently under analysis. On 02/22/2016 a medtronic representative performed an imaging system check-out, imaging modalities, cable grade, safety inspection and software areas passed. Mechanical test failed. Imaging system would die while driving. Replaced motion batteries and motor battery charger. System performed as intended. Issue resolved. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a demo imaging system that seemed to have very low motor batteries and the system powered-down very quickly after unplugging from the wall to move. Noted was that this behavior was similar off the truck and has not improved, even after charging overnight. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The motion charger board was returned to the manufacturer for analysis. The component passed bench output testing with outputs as expected. The component was installed on a test imaging system and the charging, motion, 2d and 3d imaging were as expected. Although visual inspection found yellow residue on the exterior of a capacitor, there was no functional problem found with the component. The reported event could not be duplicated by medtronic personnel.